Event description:
Unknown error code with generator during surgery.

Manufacturer narrative:
(B)(4) method: mfg requested further details on products so they may be returned for evaluation but no response from facility. Results: mfg requested further details on products so they may be returned for evaluation but no response from facility. Conclusion: mfg requested further details on products so they may be returned for evaluation but no response from facility. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.